Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached explant and device was using 296 percent of power. Longevity calculation indicated that the depletion appears normal for current programming. Additional information from the medical records indicated that the device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.